Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, thread tap used, increased sensitivity, swelling, mobility. It integrated, began healing then became sens & mobile.